Manufacturer narrative:
Additional information: d9. H3, h6, h11. H11: the actual device was not available, however, the device was evaluated on site by a qualified vantive technician. Inspection of he machine showed that the bypass joint was cracked and the byva valve was leaking. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the defective components which were replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the bypass of an ak 96 machine during setup for therapy. There was no patient involvement. No additional information is available.